Event description:
Initial report of explant of device due to "infection - culture pending" rec'd per the device return form. F/u with hcp revealed the onset of infection symptoms including redness and swelling. The primary location of the infection was the device pocket. A culture was obtained of the device pocket and was positive for staph aureus. The pt was treated with IV and oral antibiotics and partial device system explant. The infection has resolved.